Event description:
On (B)(6) 2011 a customer contacted haemonetics to report a leak in the centrifuge or the orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
On (B)(6) 2011 a customer contacted haemonetics to report a leak in the centrifuge of the orthopat machine. No donor or operator injury or reaction was reported. Upon evaluation of the device the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced including the centrifuge cover. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).